Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the evaluation. Failure analysis did not confirm nor replicate the reported complaint. A visual inspection was performed and no thermal damage was observed to the instrument's housing. The housing was removed, and no thermal damage was observed at the proximal end. Electrical continuity was performed and passed. Additionally, fa found the instrument to have thermal damage on the monopolar yaw pulley. The distal end was disassembled for inspection and no damage to the conductor wire was observed. Electrical continuity was performed and passed. No damage to the conductor cap was observed. The root cause of this failure is typically attributed to mishandling or misuse. The instrument was found to have thermal damage on the distal clevis. The root cause of this failure is attributed to the mishandling or misuse. No image or video clip for the reported event was submitted to isi for review. A procedure log review was performed. It was confirmed that the benign tongue base resection was performed on (B)(6) 2022 on system (B)(4). A review of the device logs for the permanent cautery spatula (470184-13/n10201019-0023) associated with this event has been performed. The permanent cautery spatula was last used on (B)(6) 2022 via system (B)(4). There were 1 use remaining. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument arced. The allegation is related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign tongue base resection surgical procedure, there was arcing from the housing of the permanent cautery spatula instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the permanent cautery spatula instrument was inspected prior to use. The cannula and pin gauge was inspected prior to use. Arcing was observed near the mouth of the permanent cautery spatula instrument and grounded to the maryland bipolar instrument near it. The arcing occurred when the surgeon was cauterizing tissue using monopolar energy. A monopolar cord was also connected to the bipolar instrument. The erbe generator was used at 3 cut and 3 coag settings for cauterizing. The permanent cautery spatula instrument was in use for a few minutes and was in contact with tissue during the arcing. There was no patient injury.